Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event it will be added and a supplemental report will be submitted accordingly. Referenced article: use of vacuum-assisted aspiration for removal of vegetations during transvenous lead extraction. Heart rhythm case reports 2021; 7:170¿17. Doi.org/10.1016/j.hrcr.2020.12.005. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding removal of vegetations during transvenous lead extraction. The article reports a patient who presented with complaints of severe lumbar back pain. The patient deteriorated rapidly with mental status changes, hypotension, acute renal failure, and hypoxemic respiratory failure with emergent intubation in the emergency room. They were diagnosed with severe sepsis which required aggressive critical care management, including hemodynamic support with two vasoactive agents. Blood cultures on admission yielded (B)(6), and they were started on antibiotics. Computerized tomography (CT) scan of the chest, abdomen, and pelvis revealed osteomyelitis of the lower spine. Magnetic resonance imaging (MRI) of the brain demonstrated multiple small, two-to-three-millimeter, acute infarctions. The examination was notable for septic emboli to the distal extremities. Repeat blood cultures revealed the same organism for three consecutive days. A decision was made to explant the leads. The pocket was carefully inspected and closed with suture. The patient¿s condition improved for the first 48 hours after the procedure. After 72 hours of stability, the patient¿s condition declined owing to tissue necrosis of the distal upper and lower extremities, lactic acidosis, and worsening renal failure. The family decided to withdraw care. The patient was extubated to comfort care and died. Further follow up did not yield any additional information.